Manufacturer narrative:
The complaint of ¿failure to disconnect¿ was not confirmed. Device was returned with the header broken off. Visual inspection on the setscrews and connector block did not find any anomaly that could contribute to the field complaint. Analysis performed indicated the device exhibited normal characteristics. The device battery voltage is normal and above eri level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade procedure, the right atrial and ventricular lead could not be unscrewed from the header of the pulse generator. The physician used a ¿bone breaking¿ tool to crack open the header and remove the leads. The leads were not damaged during the removal and remained implanted. The patient was stable.